Manufacturer narrative:
Product implanted and removed during same surgery. Investigation could not be completed, no conclusion can be drawn. Product was not returned for investigation. Device history record review has been requested.

Event description:
During a procedure surgeon started to insert a screw into the ti vectra-t plate 4 level and the screw went through the hole in the plate dis-lodging the plate hole clip. Surgeon removed the screw, selected another plate and completed the procedure. There was no effect to the pt.